Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : a worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Delta xtend revision following the patient slipping and dislocating the glenosphere. On opening the patient and removing the pe cup 38+6 - it was visually very worn. Revision surgery performed (B)(6) 2020. Glenosphere itself wasn¿t dislocated it was the humeral stem and cup which was dislocated from the glenosphere. Revision surgery entailed replacement of the standard pe cup only.